Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with the elecsys anti-sars-cov-2 assay on a cobas 6000 e 601 module. The patient's symptoms started on (B)(6) 2020. A nose and throat swab sample from the patient was analyzed using an unknown polymerase chain reaction (pcr) method on (B)(6) 2020 and the result was positive for covid-19. On (B)(6) 2020, a sample from the patient was tested using the elecsys anti-sars-cov-2 assay, resulting with a value of 0.063 coi (non-reactive). The serial number of the customer's e 601 analyzer was requested, but not provided.

Manufacturer narrative:
The patient sample was provided for investigation. The results obtained by the customer could be reproduced. During investigations, the sample was tested using a rapid assay as well as an internal, independent assay used for detection of antibodies against sars-cov-2. The serological results for the sample were clearly negative in all antibody assays. There was no indication of a past sars-cov2 infection in the specimen. The investigation results do not indicate an erroneous result. The assay performs within specification. The investigation could not identify a product problem.